Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing detached from connector. The issue occurred with one infusion set used for five to ten minutes. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010334, in question was manufactured at the reynosa site. · device history record (DHR) review: the lot 6010334 was manufactured according to the work instruction (wi) version and packaging in the multivac m14 on 25-nov-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4l03375 was manufactured according to the (wi) version 65 and manufactured in the machine sc05-sc06, on 24-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: no nc raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.